Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The patient reported that their implantable neurostimulator had not been helping with their bladder symptoms, so they were no longer using it since 2015. It was indicated that the patient did not have any control. It was noted that they made adjustments in the past, but it didn't help with the symptoms. The patient wanted it out, but the healthcare professional told them it couldn't come out due to the battery coming out from the patient's back. The patient had a lot of pain at the implant site since about 6 months prior to the report. During the report, the patient kept getting poor communication when they tried to connect with the antenna. They were able to connect without the antenna. The patient wanted to just follow up with the healthcare professional regarding the poor communication issue. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the battery was coming out. There was large lumps there bruise looking and was painful. It was indicated that the stimulator had never worked properly for them since implant. The doctor wanted to change the battery and the patient wanted the device removed because it was not working. Their bladder and incontinence issue had gotten worse. The programs had been changed numerous times and nothing. The issue had not been resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.